Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6

Event description:
Patient representative later reported "persistent pain in the breast region, accompanied by significant physical discomfort, limitation of daily activities, and upon performing self-examination, noticed lumps the size of an egg yolk, which significantly affected her emotionally" and "nodules." Device has been explanted.

Event description:
Patient reported right side pain and recall. Healthcare professional later reported capsular contracture, baker grade IV, small amount of fluid, and deformities. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture IV and seroma.